Manufacturer narrative:
Occupation: surgical services support coordinator. PMA/510k #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a cystoscopy, ureteroscopy with laser, and ureteral stent placement using a filiform double pigtail ureteral stent set, the metal tip fell off of the stent positioner, into the patient¿s bladder and was almost pushed into the ureter. The metal tip was originally on the guidewire then fell off and was floating in the bladder. The doctor was able to see it prior to pushing the stent in and was able to retrieve the metal tip using a 3-prong wire basket. The procedure was able to be completed with this device. There was no harm to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a cystoscopy, ureteroscopy with laser, and ureteral stent placement using a filiform double pigtail ureteral stent set, the metal tip fell off of the stent positioner, into the patient¿s bladder and was almost pushed into the ureter. The metal tip was originally on the guidewire then fell off and was floating in the bladder. The doctor was able to see it prior to pushing the stent in and was able to retrieve the metal tip using a 3-prong wire basket. The procedure was able to be completed with this device. There was no harm to the patient. Investigation - evaluation: reviews of the complaint history, instructions for use (IFU), device history record, specifications, manufacturing instructions, and quality control procedures and a visual inspection and dimensional verification of the device were conducted during the investigation. One opened package containing a filiform double pigtail ureteral stent set was returned for investigation. Visual examination confirmed the positioner only was received, and the stent and wire guide were not returned. The metal band was pulled off the distal end of the positioner and was returned inside a specimen cup. The outside diameter of the positioner distal tip measured below specification. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. The evidence from the complaint file, device history record and quality control documents indicates that other items in the lot or similar devices in the field or in house were manufactured to specification. There were no identified gaps in the manufacturing instructions, specifications, or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which cautions, ¿do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered." Based on the information available, investigation has concluded that the most probable cause of positioner marker band separation is manufacturing related, as the returned positioner distal tip outside diameter measured below specification. The personnel related to this aspect of the manufacturing process was retrained to current procedures. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.